Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's atrial and right ventricular leads were explanted and replaced due to noise and fracture. The patient was stable. Related manufacturer reference number: 2017865-2019-11767.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece, measuring 52.2 cm. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 11.0 ¿ 11.3 cm, and 18.6 ¿ 18.8 cm from the connector pin consistent with lead friction to the pacemaker can.